Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and depleting quickly. It was also reported that the pump was unexpectedly shutting down. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support, however further information was unable to be obtained.